Manufacturer narrative:
The device was returned. The angle of the shaft was determined to be greater than the requested tolerance. A special fixture was developed to aid in reducing the variation. Once samples are confirmed to be acceptable to the end user, the prototype fixture will be finalized. There were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record.

Event description:
It was reported that four tracheal tubes were out of specification. No patient injury was reported.